Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 217 ventricular sensing integrity counts (sic); no episodes available to verify lead noise oversensing and inappropriate shocks. On (B)(6) 2016, rv pacing impedance spiked to greater than 3000 ohms up from a trend in the 1400-1600 ohm range. (B)(4).

Event description:
It was reported that the remote transmission alert showed high impedance on the pace/sense portion of the right ventricular (rv) lead. The pace/sense electrode capped and replaced. The high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.